Manufacturer narrative:
The reported events were lead dislodgement, failure to insert guidewire into the lead and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to insert guidewire into the lead was confirmed. Visual inspection found blood clogged inside the inner coil distal to suture sleeve tie. X-ray inspection found bunched up of the inner coil inside the connector region consistent with procedural damage. The cause of the reported event of failure to insert guidewire into the lead was isolated to blood clogged inside the inner coil and bunching up of the inner coil at the connector region consistent with procedural damage. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that a lead revision occurred due to no capture observed on left ventricular (lv) lead. This was a result of the lv lead dislodging, and the dislodgement was confirmed via x-ray imaging. The guidewire/stylet failed to advance into the lead during the revision procedure, thus the lv lead was explanted and replaced. There were no patient consequences.